Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a therapeutic wedge resection, the doctor was taking down adhesions on lung parenchyma when the top mobile jaw of the enseal instrument fell off into the patient. The doctor retrieved the broken piece from the patient. The doctor used a harmonic hdi to complete the procedure. There were no patient consequences to the patient.

Manufacturer narrative:
(B)(4).